Event description:
It was reported a high lead impedance warning was seen when interrogating the vns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the suspect device was discarded and not available for return.

Manufacturer narrative:
D3, corrected data: the supplemental report #1 was inadvertently submitted without providing the manufacturer's information. G1 corrected data: the supplemental report #1 was inadvertently submitted without providing the manufacturer's contact information. G3, corrected data: the supplemental report #1 was inadvertently submitted without providing the date received by manufacturer, which was 9/30/2025. This field has been updated to the date of this correction submission for the purposes of this report. H3, corrected data: initial report inadvertently submitted without noting the device was not evaluated by the manufacturer.

Event description:
Implant card was later received reporting a full system replacement. The suspect device has not been received to date.